Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken and the plastic insulator damaged. In addition, it was received with the knife fully exposed and bent. The lower jaw electrode was observed to be separated. No functional testing could be performed as the condition of the device returned. Several damages to the distal guide affect the jaws to open and close as expected. The device was disassembled to verify the condition of the internal components, and it was found that the knife tube weld was broken at the knife rod. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the damage to the distal guide may have affected the functionality of the blade to retract and this may have caused the knife tube weld to break. However, no conclusion could be reached as to how the damage could have occurred. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4 batch #: x95m5m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia repair they were unable to use knife blade (cut button) safely due to the fact that the knife was not retracting back to the shaft after knife activation. This has resulted in the knife being visible permanently, even with the jaws open. It also prevented the jaws from closing properly, hence not providing adequate homeostasis. There was no error or any fault warning being shown on the gen11 display. Knife blade accidently bent during decontamination of the device after it was withdrawn from the operating theatre. The procedure was delayed 20 minutes but was completed successfully with a competitive device. There were no patient consequences.